Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A nurse reported that a handpiece stopped working while changing the work stage after nucleus' phacoemulsification. There were no ultrasounds and no system message was displayed. There was no harm to the patient. Additional information has been requested but not received.

Manufacturer narrative:
No further information was able to be obtained from this customer. The handpiece was replaced and returned for evaluation. The handpiece was manufactured on october 5, 2011. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the handpiece revealed the connector cap wire rope was broken. A review of the data indicated there were 950 procedures performed with this handpiece. The last recorded data displayed no recent tuning issues. The handpiece was connected to a calibrated infiniti system and tuned. The handpiece passed tune. The handpiece was functionally tested at 100% phaco and torsional power for 5 minutes. The handpiece generated both phaco and torsional power during test. The handpiece ultrasound (u/s) and torsional strokes were measured. Both u/s and torsional strokes were measured within specifications. No additional test was performed. The handpiece functioned to specifications. Therefore, the root cause of the reported event cannot be established. The manufacturer internal reference number is: (B)(4).